Manufacturer narrative:
Meter was returned to agamatrix for further evaluation. Upon inspection, the meter was tested with control solution and returned expected results.

Event description:
Meter reading high. Customer was having diabetic symptoms and was using the meter as instructed. With the results being high, "over 600 mg", he called the emt (meter is not expected or designed to read over 600). Emt compared results to another meter which gave measured 358. The pt performed a control solution test with distributor customer support and result was within acceptable range. Not enough information to support the callers' claims. Distributor attempted follow up to the pt but no calls were returned.